Event description:
A surgeon reported that an intraocular lens (iol) was exchanged for a different model lens. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. Add'l info was requested on 1/27/2012 and 1/31/2012 by fax, mail and phone. A completed questionnaire has not been received. (B)(4).